Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported loss of suction with two patient interfaces. No additional information is available. There are two related reports for this facility. This report addresses one patient interface and another manufacturer report will be filed for the other patient interface.

Manufacturer narrative:
A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).